Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was damage present on the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage, and the lead indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.